Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip broke and the fiber straight fired at 38,860 joules. The fiber tip was cleaned during the procedure. Also, it was reported that the fiber tip was not retrieved. The physician discontinued using the laser because of bleeding and completed with turp. The device was not returned for eval.